Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for 00515048201 lot number 63433093, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) that unit did not work. On (B)(6) 2019, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device had corroded batteries. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515048201 was not working and noted corrosion on the batteries, it cannot be determined from the information provided what actually caused the batteries to corrode. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the product odes not work. There was no harm and a minimal delay. No adverse events were reported as a result of this malfunction.